Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced leakage. The following information was provided by the initial reporter: the product had a leak at the bottom of the drip chamber where it meets the tubing.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: the customer reported a leak at the drip chamber, and returned one used 2426-0500. The sample leaked at the drip chamber, and the complaint is verified. The tubing was warped near the drip chamber, and was taken apart after priming. The root cause was found to be excess solvent applied at the junction. A device history record review for model 2426-0500 lot number 22043111 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 13apr2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced leakage. The following information was provided by the initial reporter: the product had a leak at the bottom of the drip chamber where it meets the tubing.